Event description:
The black foreign matter was found inside of the sterile pouch during (B)(4) labeling process. It was stuck in the mylar. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for foreign matter. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 9616099-2009-01500, 9616099-2009-01501, and 9616099-2009-01502.